Manufacturer narrative:
One healicoil regenesorb 4.75mm suture anchor device was used for treatment but was not returned for evaluation. Due to product unavailability, conclusions, investigation and evaluation were limited. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Damaged or use of other than recommended prep instrument size or types. 2. Pressure or excess torque applied. 3. Loss of axial alignment. 4. Unexpected or inadequate bone quality resulting in anchor pullout or loss of fixation. 5. Breakage and damage can occur due to use of sharp instruments to manage or control the suture. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Recommended prep instrument for the 4.75mm anchor is a 4.75mm threaded dilator. Device history records and complaint history were reviewed and it could be determined that final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a rotator cuff repair, the anchor broke while being inserted into the bone, all broken pieces were removed. The procedure was completed with a back up device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.